Manufacturer narrative:
Concomitant medical products: product ID 3877, product type: lead. Product ID 3877, product type: lead. (B)(4).

Event description:
The manufacturer representative reported an allergy suspected in a peripheral nerve stimulation (pns) patient during normal use. Since about 15 days prior to the report, the patient experienced redness and heat in the implantable pulse generator (ipg) pocket that, according to the doctor, might be related to an allergic reaction or an exaggerated immune response. It was also noted, "since it made the stim test is also onset vitiligo". The stimulator was turned off and cortisone was applied above the ipg pocket. It was noted that all impedances were "in the range" except the pole #0. A week later, follow-up with the patient found less redness and swelling. The ipg was switched on. However, six days later, the manufacturer representative reported the ipg pocket again showed redness and swelling. There was no allergy detected in this moment. Coritisone was suspended. The next follow-up visit was in 15 days. A follow-up report will be sent should additional information be received.